Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. It was also reported that bed had intermittent power due to power receptacle was missing ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.